Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) (protruding from the fallopian tube stumps)"), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy bleeding") and ovarian cyst ("cyst removal") in a 39-year-old female patient who had essure (batch no. A20058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal bleeding and obesity. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), nausea ("nausea"), tooth disorder ("dental problems") and vision blurred ("vision/eye problems:(more blurry)"). In 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) :uti"), rash generalised ("rashes or skin conditions (rash on chest, face, red spots) / felt like ants were all over my body") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 3 years 8 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), tooth fracture ("tooth cracking"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding ( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash macular ("rashes or skin conditions (rash on chest, face, red spots)") and allergy to metals ("nickel allergy,"). The patient was treated with surgery (hysterectomy with right salpingoophorectomy), surgery ((B)(6) 2016 (hysterectomy with unilateral salpingectomy)) and surgery (oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, ovarian cyst, tooth fracture, bladder disorder, urinary tract disorder, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, rash generalised, rash macular, migraine, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased and alopecia outcome was unknown and the pelvic pain was resolving. The reporter considered allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, rash generalised, rash macular, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: occluded fallopian tubes bilaterally . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Reporter information added. Patient¿s demographics were added. Events mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, apareunia (inability to have sexual intercourse), rash on chest, face, red spots /,migraines ,headaches, nausea, dental problems, nickel allergy, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), more blurry, fatigue, weight gain, perforation (other) (protruding from the fallopian tube stumps), hair loss, cyst removal were added.updated onset date, outcome. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. A20058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth fracture ("tooth cracking"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract problems"). The patient was treated with surgery ((B)(6) 2016 (hysterectomy with unilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, tooth fracture, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, pelvic pain, tooth fracture and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: occluded fallopian tubes bilaterally . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. A20058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth fracture ("tooth cracking"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract problems"). The patient was treated with surgery ((B)(6) 2016 (hysterectomy with unilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, tooth fracture, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, pelvic pain, tooth fracture and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: occluded fallopian tubes bilaterally most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Lot number added. Concomitant disease added. Events bladder disorder, urinary tract problems added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and tooth fracture ("tooth cracking"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and tooth fracture outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and tooth fracture to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.